Manufacturer narrative:
Product analysis: it was determined at analysis that the external pulse generator (epg) "on/off" button on the keypad was out of specification electrically. It was noted the device was unable to power up when the on/off button was pressed. The keypad was changed to a known good keypad and no further anomalies were observed. The lower case was broken. The display frame was contaminated. Two case screws were contaminated. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.